Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer found that tray c cubies were unresponsive, popped all the cubies out and cleaned the trays thoroughly. Also, the bus cables were found to have too many white folds and further replaced the bus cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system had a drawer failure.the customer stated this malfunction occurred while issuing medication to the patient. This incident resulted in a delay in patient care and confirmed that there was no patient harm.there were no adverse events or injuries reported based on this incident.